Manufacturer narrative:
Internal file number - (B)(4). Corrections:lot number. Evaluation summary: the device was returned for analysis. The reported cuff miss/suture retrieval issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: suture placement was attempted with four proglide devices, two each in bilateral common femoral arteries. After cuff misses were noted, hemostasis was achieved with the two new pre-placed proglide sutures at each access site. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted using four proglide devices with an 8f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss occurred for all four proglide devices. The sutures of four new proglide devices were successfully pre-placed. The sheath was upsized to 12 and 16f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela. No additional information was provided.